Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500 a form will be submitted accordingly.

Event description:
International customer reports that a patient presented with a recurrent hernia a few weeks after the original ventral hernia repair. The patient was returned to surgery for repair. No further information was provided.